Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 failed keypad test was not identified during the customer call. Customer had asm12.1 installed on windows 11 compatibility mode. He was aware that asm 12.1 is not compatible with windows 11. To avoid this issue windows 10 should be used for asm 12.1 or wait for remediation completed and get asm 12.5 for windows 11. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had failed keypad test. There was no patient involvement.